Event description:
Accidental device ingestion [accidental device ingestion] case description: on 2024-05-18 a spontaneous case was reported in mexico by a(n) consumer or other non health professional. The report concerns a(n) consumer. The consumer received corega tabs pro orthodontics (napc+potm+taed tablet) for indication(s) product used for unknown indication for an unknown indication for an unknown indication. No concomitant medications were reported. On an unknown date,after an unknown time of starting corega tabs pro orthodontics,the consumer experienced a medically significant I accidentally took two large drinks of corega tabs pro orthodontics. The outcome of the event I accidentally took two large drinks of corega tabs pro orthodontics was unknown. No medical history was reported. No drug history was reported. The reporter provided the following comment: "I accidentally took two large drinks of corega tabs pro orthodontics, I wanted to know the implications of this. I am looking forward to your response.". The action(s) taken were: for corega tabs pro orthodontics was unknown.

Manufacturer narrative:
Veeva case: (B)(4).